Event description:
Impedance readings were noted to be >3600 ohms on all electrodes 0-7. There was no known accident or incident related to the event. An x-ray was done (date not reported) and no disconnects were noted. The pt was scheduled for surgery for further troubleshooting. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.